Manufacturer narrative:
This event is being reported as serious injury due to the reported capsular contracture requiring re-operation. Multiple attempts were made to contact the hcp for additional information including relevant lot number; however to the date, no information was provided. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No artia devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the artia could not be determined. Capsular contracture is a documented complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported through distributor, gd medical, on behalf of the hcp that "a patient saw redness in at least 4 patients after 6-8 weeks, swelling, skin becomes thick and even almost dissolves on certain plaques. There is capsular contraction and scarring, edges become thick around the mat. This has already led to a re-operation in 2 patients." Since the event reports "4 patients", this record is associated with the second patient/device and captures the reported re-operation for patient 2 of the 2 patients. This is the same event and the same patient reported under MDR 1000306051-2023-00129 (abbvie complaint # pr (B)(4)).